Manufacturer narrative:
Concomitant medical product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-jun-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a consumer from a manufacturer representative regarding a patient who was implanted with a neurostimulator on (B)(6) 2019. It was reported that the patient had a fall and experienced a loss of symptom relief. An x-ray was taken after the incident and confirmed that the leads have migrated slightly since implant. The issue is not resolved at this time; however, a lead revision is scheduled for (B)(6) 2019 to resolve the issue. There were no further complications reported or anticipated.